Manufacturer narrative:
Device evaluation of monitor is underway. The reported problem (service code 102) has been confirmed. Upon investigation the monitor failed a pulse test and displayed a service code 102 (charge profile fault). The cause for the service code 102 was isolated to contamination on the pins of pca jumper j1000. The nature of the contamination is being investigated. The root cause for the contamination is currently being investigated. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. No adverse event resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported the monitor the displayed a service code 102 (charge profile fault).